Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving inappropriate hv therapy for af with rapid ventricular response. Programming changes were recommended. The patient was doing fine.

Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes the device was explanted.